Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracoscopy. According to the reporter: the gray cannula shows a fracture, which falls into the pt's thoracic cavity. The piece was recovered through the incisions of other trocars.